Manufacturer narrative:
H3. Device analysis for lead va33a9t008 revealed no significant anomaly, the stylet was stuck in the lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure after inserting lead into needle, it became immediately difficult/heavy to "enhance" the lead. The operator tried to surpass that area. When this was not possible the operator took the lead out of the needle. Visible bends on the lead were seen; after smoothening the stylet it became very harsh/heavy to get stylet back into the lead. When the lead did not progress after leaving the needle, it was decided to try another lead. This new lead was very easy to enhance. There was a request from operator to check lead on any irregularities which could have caused the very heavy insertion/enhancing of the lead. The lead was never implanted. The issue was resolved with the use of a second lead. No symptoms were reported.